Event description:
Boston scientific received information that there was an infection that took place with a patient that has a medical device. The device remains implanted and the patient received antibiotics. Nearly three years later, the device was explanted for normal battery depletion.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.